Event description:
Risk manager reported "max plus extension set connector breakage at the part where the end of the long extension set connects to the max plus extension set. The breakage was within the connection to the long extension set with the double stopcocks." There was no patient harm or medical intervention. The customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The customer's report of a broken luer was confirmed. Visual inspection noted the male luer collar was completely broken off. The root cause of the broken acrylic male luer was exposure to isopropyl alcohol from the curos port protector. Acrylic components that are exposed to isopropyl alcohol become weak and brittle causing the acrylic to break when stressed during disconnection.